Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient was hospitalized due to diabetic ketoacidosis (dka). While in hospital, it was discovered that the infusion set cannula was bent at a 90 degree angle and this led to patient experiencing high bg levels, which subsequently led to dka. Headset disposed of, cannot be returned for investigation. Lot numbers and expiration dates are unknown.